Manufacturer narrative:
Visual inspection of the product found one haptic torn. There was evidence of surgical residue. An investigation is in progress for lens tears under (B)(4).

Event description:
The haptic of a cc4204bf model lens tore while it was being inserted. The lens touched the patient's eye but was not implanted. There was no patient injury.